Event description:
(B)(6) 2021, the user found that the gastroenteroscopy was faulty and the image display was abnormal. Notified equipment department for maintenance. After detection, the engineer found that the processor was defective. Contacted pentax engineer and sent it to the factory for repair. There was no report of patient harm. The time of event is unknown.

Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: it was found, that the circuit board was burned out. And the defect may caused by instability voltage, improper operation, aging of electronic components and other reasons. The scope was repaired by the third party and returned to the hospital on 2022.9.1. Replaced, the g board and sbc board. Correction information: h6: coding changed, based on the investigation result. Additional information: d8: this device was serviced by a third party.